Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint. And completed the device evaluation. The clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and failed. The instrument was able to clip, but it was not able to let the clip go. The clip applier instrument was found with [one grip/both grips] bent. The damage was found near the base of the clip groove, causing a 0.020 offset at the tips.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. The medium-large clip applier would not form a clip appropriately. The procedure was completed with no reported injury.